Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost weight and was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.